Manufacturer narrative:
Further testing was performed and the physician noted that the noise on the rv lead had subsided significantly. As a result, the physician did not feel that a lead replacement procedure was needed and the patient will continue to be monitored. The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was oversensing intermittent noise on the right ventricular (rv) lead. The patient has a previous non boston scientific lead that was partially extracted and a portion of that lead was capped and remains in the ventricle. A boston scientific technical services (ts) consultant discussed that the currently implanted rv lead is most likely coming into contact with the capped lead, causing the noise. Additional troubleshooting was discussed. No adverse patient effects were reported.